Manufacturer narrative:
The device is currently under evaluation into root cause.

Event description:
Surgeon was asked for for opti20 but was given femii peripheral cannula instead by the scrub nurse. Introducer was appeared split after use when placed on the scrub table and felt by the scrub nurse.

Manufacturer narrative:
Surgeon was asked for opti20 but was given femii instead by the scrub nurse. Introducer was appeared split after use when placed on the scrub table and felt by the scrub nurse. Evaluation: visual inspection of the returned introducer found the introducer tip to be split into sections. This is a confirmed manufacturing defect. The complaint was confirmed. Edwards has issued a product recall for this device concern. Manufacturing records were reviewed and there were no related nonconformances for this lot. The instructions for use and training are appropriate at this time. Trends will continue to be monitored through the edwards quality system.